Event description:
On (B)(6) 2012, the reporter contacted animas to report an issue with correcting her elevated blood glucose levels using pump bolus doses. The patient noted her elevated blood glucose levels do not respond, and her glucose level will drop very quickly hours after the bolus dose. The patient reported that on an unspecified date, she obtained a blood glucose reading of 39 mg/dl. The patient did not report any symptoms of high or low blood glucose levels. The patient administered self-treatment with 108 grams carbohydrates and her subsequent blood glucose level was "greater than 100 mg/dl" five hours afterwards. The patient did not seek any medical attention or treatment. The patient also noted it was possible the infusion site was located in scar tissue, which may have affected insulin absorption. No information was provided about the pump settings or functions, as the patient refused to troubleshoot the pump at the time of the call to customer service. The technical support representative contacted the patient to troubleshoot the pump and obtain further information; however was unable to reach her by telephone. The patient allegedly suffered blood glucose levels suggesting severe hypoglycemia while using the pump, and received treatment with oral carbohydrates. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.